Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty cable. It was also noted that the coupler was damaged and the connector tip was smashed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head had purple spots in the middle of the image. It was noted that the issue occurred in the middle of the procedure and it was completed with the subject device. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon (purple spots in the middle of the image) was caused by a faulty cable. However, a definite root cause could not be identified. Based on the results of the investigation, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.